Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a sensor error, after which they experienced a hypoglycemic event. The morning of the event the patient noted the sensor error and later at 09:00am, the patient experienced loss of consciousness. An ambulance was called by the patient´s husband. When a fingerstick was taken by the paramedics the blood glucose reading was 32 mg/dl. The patient was treated with intravenous fluids and 2 glasses of cranberry juice. After treatment the blood glucose reading was 237 mg/dl. The patient recovered at home and was not brought to the hospital. At the time of the report the patient was stable and the blood glucose reading was 157 mg/dl. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.